Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed rash under the lifevest. The patient is scratching the area and causing bruising. There was no alleged device malfunction contributing to the irritation. Patient was prescribed prednisone and given a cortisone shot by a physician. Patient reported that these have helped.